Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an mpfl reconstruction procedure, the distal tip of the anchor broke upon insertion. The anchor was removed and an additional bone hole was required. A backup device was available to complete the procedure. No patient injury or further complications were reported.